Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 91 events were reported for this quarter. Product return status: 89 devices were evaluated based on historical data analysis. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 89 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 89 devices: scrapped by stryker. 2 devices: product disposition is not yet determined. Additional information: 91 devices were not labeled for single-use. 91 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 91 events for the failure: overheating of device. 80 events had problem identified during non-clinical procedure; there was no patient involvement. 10 events had no health consequences or impact. 1 event had minor injury/illness/impairment.